Event description:
The patient presented to the device clinic and reported that her device was alarming. She was evaluated by the nurse practitioner (np) due to right ventricular (rv) lead warning. Interrogation of the device showed episodes of non-sustained ventricular tachycardia (nsvt) and noise on the rv lead. The patient was admitted from the device clinic for rv lead extraction and a new lead implant. The ventricular detection was disabled. The ventricular therapy was maintained enabled.======================manufacturer response for lead, sprint fidelis lead======================no response received at this time.